Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. The MFR documents were reviewed and no complaint related issues were found. The product eval visual inspection showed no visible damage. A re-inspection of the zero-p implant was made and no discrepancy to the specification was found. We are not able to reproduce to complained malfunction.

Event description:
It was reported that during a zero-p surgery on levels c5-c6 due to the motor vehicle accident injury. While surgeon was implanting the zero-p implant set, the surgeon removed the peek spacer. While trying to snap it back on the plate, the spacer would not engage. The peek spacer and the plate are connected via snapping mechanism and are designed to be taken off and on. In this case the peek spacer would not properly engage to the plate because it was loose. The surgeon removed the implant from the pt, because there was too much mobility between spacer and the plate. The surgeon used another set to complete the procedure.